Event description:
It was reported that the device is displaying speaker malfunction. Patient involvement is unknown.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Event description:
It was reported that the device is displaying speaker malfunction. Patient involvement is unknown.